Event description:
A patient underwent a cesarean section procedure and the insorb 2030 stapler was used to close the primary incision. The patient complained the wound closure was red and irritated. Approximately, three months post op. The incision was revised and re-closed with suture.